Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted there is two sets of set screw marks on the connector pin that are too proximal on the is1 connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: d314drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a patient alert and had high/undefined pacing, superior vena cava (svc) and rv impedance as well as high thresholds. The patient's right atrial (ra) lead also had high/undefined pacing impedance. Both leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.